Event description:
It was reported that the pump was alarming invalid syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Invalid syringe size was found at syringe test and failed size reading. The root cause of the reported issue was found to be normal wear. The pump was over 8 years old. The barrel head screw were loose from barrel clamp head. Actions were taken to mitigate the reported issue: replaced the barrel clamp head screw also replaced tapered spring for preventive. Performed syringe test which passed.